Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to high impedance and oversensing of noise with high rate non-sustained and sensing integrity counter (sic) episodes. The lead was suspect of a fracture. The lead was programmed off remaining in the patient out of service. No patient complications have been reported as a result of this event.